Event description:
It was reported that the device was explanted and replaced due to premature battery depletion. The physician also replaced the left ventricular lead due to chronic high thresholds, which in turn required high device output. No patient complications were reported as a result of this event. Additional information was received reporting erosion of the rv (right ventricular) lead at the site of suture around the lead. The rv lead was removed and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the 6947 lead is in process; the results will be forwarded when available.

Event description:
It was reported the lv (left ventricular) lead had high chronic thresholds. The lv lead was capped and replaced. It was also reported that the rv (right ventricular) lead had erosion of the lead at the site of suture around the lead. The rv lead was removed and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that the physician replaced the left ventricular lead due to chronic high thresholds. No patient complications were reported as a result of this event. Additional information was received reporting erosion of the rv (right ventricular) lead at the site of suture around the lead, and that the insulation on the rv lead was damaged. The rv lead was removed and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however defib conductor distorted, outer tubing kinked/buckled, apparent explant damage, the outer tubing overlay had cosmetic environmental stress cracking and a non-electrical breach, the outer insulation had a cosmetic depression, and blood was noted on several conductors, outer tubing overlay, and helix mechanism; distal segment returned and analyzed. (B)(4): no anomalies found, however there was an outer insulation cosmetic depression; proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found, however defib conductor distorted, outer tubing kinked/buckled, apparent explant damage, and blood noted on several conductors, outer tubing overlay, and helix mechanism; distal segment returned and analyzed.